Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is receiving a cannot connect to generator message. The patient underwent a non-related surgical procedure, and it is unknown if the ipg was placed into surgery mode prior to the procedure. A manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy